Manufacturer narrative:
The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. Findings show that at approximately 5:38am, the low hr alarm limit had been lowered to 40 bpm. A heart rate of 56 bpm would not have generated an alarm due to the patient-specific alarm limits set by the clinical staff. The device performed to specifications. This report is considered final and the issue is closed.

Manufacturer narrative:
Onsite testing of the involved devices conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2016 at 7:30am that an episode of bradycardia did not alarm at the telemetry central station. No injury was reported as a result of this event.